Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, mdq(B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "fc 810:11.". Complaint no: (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The assignable cause could not be determined. The air-in-line verification was performed and is within specifications. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with "810:11 failure code". It is unknown when this event occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred on channel a on (B)(6) 2011 during delivery causing an interruption of delivery.